Event description:
The previously reported amputation performed 24.5 months post index procedure was performed due to wound healing disorder.

Event description:
During the previously reported procedure approximately 23 months post index procedure (not 24 months as previously reported) the patient underwent an atherectomy and dcb. Investigator indicated that the event was possibly related to the study device/ procedure. The event was resolved. Approximately 24 months post index procedure amputation of the first digit on the right metatarsal was performed due to a wound healing disorder. The investigator assessed that the event was not related to the study device/ procedure. The event is resolved. Approximately 24.5 months post index procedure amputation of the right limb below the knee was performed. The investigator assessed that the event was unlikely related to the study device/ procedure. The event is resolved.

Event description:
The investigator has assessed that the pta which occurred approximately 23 months post the index procedure was not related to the study device and possibly related to the procedure.

Event description:
It was reported that, approximately 20 months post index procedure, the physician used an amphiprion deep pta balloon catheter to perform revascularization of the right anterior tibial artery with no issue reported; however it was reported that approximately 3 months later (approximately 23 months post index procedure) the patient underwent pta of the right anterior tibial artery due to stenosis. It was not assessed if the event was related to the study device. The event was resolved. It was reported that approximately 3 weeks later, the patient was re-hospitalized due to atherosclerosis of the extremities arteries. The patient is reported to have undergone surgery. The investigator assessed that the event was probably related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: revascularization.